Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00286; 3005168196-2018-00287; 3005168196-2018-00288.

Event description:
The patient was undergoing a thrombectomy procedure using neuron 6f select catheters (6f selects) and neuron max 6f 088 long sheaths (neuron maxs). During the procedure, the physician was unable to advance a 6f select into a neuron max. The physician, therefore, replaced the rotating hemostatic valve (rhv); however, was still unable to advance the 6f select into the neuron max. The 6f select and the neuron max were therefore removed, and a new neuron max was placed inside the patient. The physician was then unable to advance a new 6f select into the new neuron max, and therefore, the neuron max and the 6f select were removed. The procedure was then completed using a third 6f select and a third neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00286, 3005168196-2018-00287, and 3005168196-2018-00288.